Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the scavenger system was obstructed. The scavenger and breathing system were cleaned. The unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit alarmed and was delivering higher levels of airway pressure than expected. There was no report of patient injury.